Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level was unknown. Troubleshoot was conducted. The drive support cap was noted to be protruded. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. Unable to perform the unexpected restart test, verify the compromised force sensor system error alarms or perform the prime test due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self test and off no power tests. The pump was received with minor scratches on the lcd window, loss drive support disk, broken battery tube threads and a broken reservoir tube lip.